Event description:
It was reported that when the PICC was fully inserted, the pt went in respiratory distress, code 66 called, pt was on 6 litres of o2 which was increased. It took five minutes for the symptoms to start resolving. PICC length did not change, was not pulled back. The ICU doctor felt above situation fully related to pt's condition. Pt died 14 days later. Add'l info received (B)(6) 2011: "at the time of the code (which was a code 66 not a code blue, a code 66 is called when there has been a significant change in pt condition), the ICU attending physician was quite certain that the change in pt condition was fully related to the pts existing co-morbidities and not the PICC insertion. The pt did not go to the ICU post PICC insertion. The pt did not receive any medications during the PICC insertion or when the code team arrived. Note when the code team arrived the pt condition was stable. The pt was a very ill man prior to his PICC insertion (empyema with a resistant bacteria, morbid obesity, copd, endocarditis, cor pulmonale). The PICC was inserted on (B)(6), the pt went to the operating room on march 29 for a previously planned thoracotomy. Pt was transferred to the ICU post op, condition deteriorated. A lung biopsy done in the operating room diagnosed him with a lung mesothelioma (rare) which was untreatable and had a very high mortality rate. Because of this and the fact that his condition continued to deteriorate his code status was changed to comfort only. He passed away two days later, the death certificate reported cause of death a multi-organ failure secondary to septic shock. The diagnosis of mesothelioma is rare and often associated with exposure to asbestos therefore, an autopsy was required to decide if the cancer was workplace related."

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after removal. A lot history review (lhr) of reva0424 showed no other similar product complaint(s) from this lot number.